Event description:
(B)(4).

Manufacturer narrative:
The customer switched the functioning hard drive (hd) from one drive to the other and the central monitoring system which enabled it to start. The failed hd was returned to us, and we confirmed that the hd was defective. Exchange drive was sent to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.